Event description:
Smiths medical international ltd., has been notified of an event that user alleges unit was pretested and after 19 days in use air leakage occurred. The cuff pressure had been set a little higher as peep had been applied in ventilator use. The tubes was replaced with a different trach. The hosp usually does not control cuff pressure and they report that they have never experienced air leakage under this condition. No adverse outcome to pt.